Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used an evercross balloon catheter during procedure. The device was used to post dilate following the successful deployment of a stent. Upon the 3rd inflation at 10atm for 15 secs each the balloon burst. No patient complications were reported. The balloon was removed in one piece. The physician decided the post dilatation was sufficient after angio therefore no other action was necessary. Very content with results of procedure.